Event description:
It was reported that during a wrist arthroscopy procedure using a capsure 30 with integrated cable wand, the pt sustained a burn. No add'l details regarding the event, the severity of the burn or any treatment administered were provided. No further pt complications have been reported.